Manufacturer narrative:
No sample information was provided. Calibration results faxed by customer did not include tg but other chemistries included appear acceptable. Qc results faxed by customer showed occasional high results. On (B)(4) 2011, bci field service engineer (fse) tested sample wash station for carryover by applying dye to probe and mixer and perform external wash. Small amount of dye remained on mixer paddle while probe was clean. Fse replaced wash stations (reagent and sample) and both air strip valves. Fse completed test again after verifying alignments of mixer / probes to wash station and cuvettes. No dye remained on either probe or mixer. Fse then completed qc verifications.

Event description:
A customer reported to beckman coulter inc. (Bci) that the synchron cx5 delta clinical system generated erroneously high triglyceride (tg) results for two (2) patients. These results were not reported out of the lab. Repeat testing generated lower results. Customer indicated that no patient treatment had occurred.